Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a titanium su lopro s3, the unit flickered and then went blank. A delay in the procedure of approximately one (1) to two (2) minutes occurred as a back-up titanium lopro s3 blade was obtained. No harm to patient or user was reported.